Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The patient survived the event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be duplicated. Proper device operation was confirmed through functional and performance testing. The reporter had provided ventec with a short video showing odd behavior being exhibited by the lcd touchscreen. As a precaution, ventec replaced the lcd touchscreen and front panel board. The cause of the reported issue could not be conclusively determined.